Event description:
Oozing was noted at bone marrow aspiration site. Topical thrombin was applied and pressure was held for several hours to stop oozing. Ptt was found to be very elevated at >180 with pt 13.7, and inr of 1.2 in 2008 at 12:28. Plts were found to be decreased at 21,000. Patient received a total of 25 units/kg of ffp and also received 20 ml/kg plts. Plts increased to 58k, but coags still very elevated -pt 12.6, inr 1.1, ptt > 225, tct > 300, d-dimer 3206, fibrinogen 115, atiii act 65- on the same day at 15:39. Oozing at site of aspiration has stopped. Patient heparin level found to be 1.04. Patient heparin flush discontinued. Patient pt 10.4, inr 0.9, aptt 29.4 on the same day at 21:00. Tct and d-dimer levels still elevated at 21.4 seconds and 2451 ng/ml, respectively. Patient has no active bleeding and has continued to be monitored. Dose or amount: 100 units/ml, frequency:flush, route: IV. Dates of use: 2008. Diagnosis or reason for use: flush. Event abated after use stopped or dose reduced: yes.